Manufacturer narrative:
Evaluation method code grid updated.

Manufacturer narrative:
Evaluation method code grid updated.

Event description:
It has been reported that the device is failing self-test.